Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was leaking. The following information was provided by the initial reporter: I have 29 unopened cases that are defective. They are leaking. The lot number is 25025086. Additional information received from the customer: can you please provide an exact date of event in format mm-dd-yyyy? 05/22/25 any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No could you please confirm which medication was being administered and leaked? Was it a chemotherapy drug? This faulty tubing affected multiple hazardous and non-hazardous preparations.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported that the infusions sets are leaking. Twenty sealed an unused samples were submitted for quality evaluation. Visual examination of the samples did not indicate any abnormalities or damages. The infusion sets were primed and it was discovered that 5 of the 20 samples indicated a leak at the same location. The leakage observed was at the outlet port of second y-site smartsite of the assembly. Further evaluation of the samples under magnification indicate that the bonding solvent is not evenly applied, allowing for fluid to pass through the union location. The customer complaint of leakage was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation, it was determined that the separation between tubing and y-site (body) could be related to an omission to measure the tubing prior to placing it in the gripper by the assembler causing lack of solvent between components. A quality alert was created and communicated to the production personnel to reinforce the correct follow up to the production procedure. Additional personnel has also been implemented into the assembly process to ensure the materials are passed to the assembler correctly. A device history record review for material# 2426-0007 and lot# 25025086 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05feb2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.